Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The damage to the ceramic beak of the sheath was caused by thermally induced impact, wear and tear, improper handling, mechanical overload like a fall, shock, or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the resection sheath had a broken ceramic tip. The issue was observed during reprocessing. There were no reports of any patient or procedure involved.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed; the ceramic tip was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.